Manufacturer narrative:
A boston scientific technical services representative discussed that a save to disk was needed in order to evaluate if the battery was depleting prematurely. At this time, this device remains implanted and in service and the patient will be seen again in six months. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
A memory download was performed and sent in for analysis.

Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that this pacemaker had a decreased estimated longevity. At the last follow up in november, the estimated longevity was 4.5 years but at this follow up the estimated longevity was 1.5 years. The only change made was the pacing output was reprogrammed to 5.0 volts from 4.5 volts. The pacing percentage and lead impedance measurement had not changed. There was a concern that the battery was depleting eariler than expected. No adverse patient effects were reported. Our internal technical services was contacted for technical advice.

Manufacturer narrative:
The data was sent to the engineering group at boston scientific for analysis. The battery status was good and showed approximately 30% capacity remaining. This device has been implanted for approximately 3.62 years. A review of the memory found that the ventricular pacing had increased to 66 % and the pacing impedance measurements varied between 400 to 600 ohms. It was noted during the last follow up that a programming change had been made to increase the ventricular amplitudes. When the increase in ventricular pacing was applied to the longevity calculator, the longevity was reduced and the remaining longevity was 1.8 years. However, when the programmed values from the last follow up were applied, the device had calculated the remaining longevity to be 4.6 years. The changes in measurements and pacing resulted in the device calculating a higher current usage which then resulted in a reduction of the predicted longevity. Once the device was reprogrammed, the device again recalculated the current usage and the estimated longevity changed as well. Review of memory found the device is currently operating in specification and appears to be meeting the predicted longevity for this model.